Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump consecutively fail the high flow test during initial preventive maintenance testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). This MDR was initially reported due to the absence of information. Evaluation could not reproduce the complaint of "consecutively fail the high flow test". The pump was tested under multiple flow parameters and did not reproduce a flow rate inaccuracy greater than +/-5% (-3.3%). Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-03461 can be removed from the FDA database.